Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted approximately 4-5 months prior to (B)(6) 2011. According to the complainant, the patient had a stricture within the mid-esophagus due to end-stage esophageal cancer. The patient also had an aortic fistula. The stent was placed as a bridge to a possible esophagectomy surgery. Following the stent placement, the patient underwent both radiation and chemotherapy treatments for the cancer. In (B)(6) 2011, the patient returned to the hospital due to bleed in the esophagus. The physician was unable to locate the source of the bleed. Therefore, the bleed was not treated. The physician stated that, at this time, the patient was in "really bad shape" and would most likely expire due to the cancer. Although the origin of the bleed could not be determined, the physician did not allege any malfunction of the stent. Several days following the bleeding event, the patient passed away. In the physician's assessment, the cause of death was a combination of end-stage esophageal cancer, the aortic fistula, and the on-going radiation and chemotherapy treatments.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Although the exact death date is unknown, the patient was reported to have passed away during (B)(6) 2011. Although the exact event date is unknown, the event was reported to have taken place during (B)(6) 2011. Although the exact upn is unknown, the device was reported to be a wallflex fully covered esophageal stent. Although the exact implantation date is unknown, the device was reported to have been implanted approximately 4-5 months prior to (B)(6) 2011. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.